Event description:
Information received by medtronic indicated that the customer needed battery cap replaced. And reported metal piece keeps popping off. No harm requiring medical intervention was reported. Troubleshooting was performed, customer reported few than 3 raised dots can be seen. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.